Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not pumping out. No instructions were provided. Per follow up via phone on 19mar2021, customer service team followed up with the patient and assisted with troubleshooting, and also provided wick preparation and placement instructions.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause could be due to an "miss out to put in the carton box". It was unknown whether the device had met specifications. The product was used for treatment purpose but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system was not pumping out. No instructions were provided. Per follow up via phone on (B)(6) 2021, customer service team followed up with the patient and assisted with troubleshooting, and also provided wick preparation and placement instructions.